Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has one thoracic lead implanted as part of her scs system. It was reported the patient experienced ineffective pain relief from her scs system. As such, surgical intervention was undertaken on (B)(6) 2017 during which the patient's scs system was explanted and replaced with a drg (dorsal root ganglion) system. Stimulation was restored post-operative.